Event description:
The patient reported that in (B)(6) 2016 they were going to the bathroom every hour and then every 30 minutes and now it is worse than it was before implant. The patient has therapy on and does not feel stimulation, but noted that they typically did not feel stimulation when they had symptom control. The patient tried increasing stimulation to get better symptom control but started to feel stimulation go down their leg. The stimulation was uncomfortable while laying down and the patient couldn't sleep on that side as a result. There were no falls or trauma related to this event. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.